Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the reported difficulty removing the catheter and material separation appears to be due to circumstances of the procedure. In this case, it is likely that the catheter inadvertently advanced onto the distal end of the guide wire or the guide wire became damaged, causing the reported difficulty to remove the catheter. It is also likely that the nitinol tube and optical fiber of the catheter became damaged due to over-angulation of the strain relief during use; however, this could not be confirmed since no device was returned. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed in the left circumflex (lcx) artery with mild calcification. The xience stent delivery system (sds) was attempting to cross a previously implanted stent when the stent struts got damaged [flared]. A non-abbott stent was used to complete the procedure. Then the dragonfly opstar imaging catheter was used; however, tip and guide wire became tangled and had to remove the devices altogether. It was also noted that the luer lock port (inner part) came off separating when attempting to remove the imaging catheter from the console port and another dragonfly opstar imaging catheter was used but the luer lock port (inner part) came off separating as well when attempting to remove the imaging catheter from the console port after completing the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.